Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) stopped compressions and displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was a defective drivetrain motor, likely as a result of normal wear and tear. The autopulse platform was manufactured in september 2008, and it is more than 12 years old, well beyond the expected service life of 5 years. Upon visual inspection, the bottom and front enclosures at the screw wells area and the front-end area were observed with multiple cracks, unrelated to the reported complaint, and appeared to be the characteristics of user mishandling such as a drop. The bottom and front enclosures need to be replaced to remedy the observed issue. The platform failed the initial functional testing due to the fault code 16, thus confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor. When the bushing was slipping, the drive train motor will seize unable to rotate or making a grinding noise during take-up. To remedy the reported issue, the defective drive train motor needs to be replaced. Also, unrelated to the reported complaint, the encoder spool shaft slot has been observed damaged/chipped on one side and the shaft lock pin will not lock the encoder shaft and will rotate freely in the damaged direction, likely attributed to normal wear and tear. The encoder needs to be replaced to address the issue. In addition, unrelated to the reported complaint, the load cell characterization test revealed that the load cell module 1 was slightly over-reporting. The cracked enclosures and defective load cell were likely attributed to mishandling such as a drop. As a precautionary measure, the defective load cell will be replaced. A review of the platform archive data was performed, and it showed multiple fault code 16 occurred around the reported event date, thus confirming the reported complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the call, the autopulse platform was used on a (B)(6) years old male patient (height - 5'10, weight - 290 lbs.). The customer reported that the autopulse platform (sn (B)(4)) stopped after performing 15 to 20 minutes of compressions and displayed a fault code 16 (timeout moving to take-up position) error message. Also, noise can be heard from the platform, however, the platform could not produce any compressions. Per a reporter, the platform was stored in the case and taken to the ems vehicle as needed. The cardiac arrest was unwitnessed with no signs of trauma. The patient was in cardiac arrest for more than 15 minutes before receiving the first CPR. CPR was initiated by the bystander but could not be maintained until ems arrival. The manual CPR was performed briefly by the first responder during the autopulse platform setup. After the autopulse platform stopped compression, the crew performed manual CPR for 10 to 15 minutes. Rosc was not achieved, and the patient was pronounced on the scene after consulting with medical control. Per the reporter, the cause of death was due to a cardiac arrest. According to the reporter, the patient outcome was not attributed to the device.